Event description:
During the procedure, the prosthesis was activated, but it did not open. The doctor removed and reinserted it, but it still did not open. He emphasizes that he has used this prosthesis several times and this problem had never occurred before.

Manufacturer narrative:
E1, f5 - phone number: (B)(6). F4 - user facility contact email: (B)(6). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-8-b device of lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. 04 photographs were submitted by the user. These photographs showed: image 1 ¿ showed the product label on outside marketing box, image 2 ¿ showed a close-up image of the product label on outside device box, image 3 ¿ showed an image of the device inside a clear plastic covering, image 4 ¿ showed the product label on outside device box. The reported failure was not observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the historical data confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿when stent point-of-no-return has been passed, disconnect luer lock fitting to remove safety wire completely from delivery handle¿. There is no evidence to suggest that the customer did not follow the instructions for use. Imaging (clinical) review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause could be attributed to the patient anatomy and/or the delivery path. If the patient anatomy was tortuous or difficult, the delivery path for the device may have presented challenges. Anatomical complexities such as sharp bends, may have caused compression or exerted pressure on the introducer preventing deployment of the stent. However, as the device was not returned for examination, the cause of this complaint could not be conclusively determined. As the user described removing the device and re-inserting it, it is assumed that the complaint relates to the inability to deploy the stent as opposed to the stent being unable to expand once deployed. Several attempts were made to gain more information regarding this event, and to confirm the failure experienced, however no new information was received. Should this become available at a later date, the complaint can be updated accordingly. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reported, during the procedure, the evo-fc-10-11-8-b device of lot number was activated, but it did not open. The doctor removed and reinserted it, but it still did not open. He emphasizes that he has used this prosthesis several times and this problem had never occurred before. Confirmed quantity of 01 x used device. No adverse effects to the patient were reported nor did the patient require any additional procedures. Investigation findings conclude that a possible root cause could be attributed to the patient anatomy and/or the delivery path.

Event description:
A supplemental report is being submitted due to completion of the investigation on 20 mar 2026.